Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One sealed 6fr introducer kit and one sealed 7fr introducer kit was received for product evaluation. Both packages were opened, and the guidewires were viewed under microscope; there was no damage noted on either guidewire. There were no kinks, bends, or off-center coiling seen on the guidewires. No damage was noted on the other components. The complaint can be confirmed due to the severity of the complaint allegation. From the information provided, the physician states that over time endothelization is expected and there is no patient harm. In the absence of the actual sample involved in the procedure, an evaluation could not be performed, and the exact root cause could not be determined. Additional information was requested from the customer, but a response has not been received. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Catalog number- potential product codes rs*b60n10mrd and rs*b70n10mrd. Lot number: potential lot numbers xp04 and yd25. Expiration date - potential dates: may 31, 2022 and august 31, 2022. UDI - potential UDI's (B)(4) and (B)(4). Implanted date: device was not implanted. Explanted date: device was not explanted device manufacture date - potential dates: december 4, 2019 and may 25, 2020 occupation - nurse manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code (B)(4) has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient had an electrophysiology study. The incident occurred on removal of a j-tip wire after femoral access was obtained by the doctor, there was a wire fracture with a small portion of the wire left in the groin. CT scan the following day confirmed that part of the wire was in the vein and part of it was outside the vein. Future harm outcome was unknown. The patient appears to have no harm but long-term unknown. Indication: long term atrial fibrillation. Patient status/ event outcome: follow up at 2 months post. Nil issue noted for follow up again in 3 months. Patient reaction: unknown, wire still insitu. Endothelization expected over time. Additional information was received on 25january2021: there is no update on the patient condition.